Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with ¿1 ml each of juvéderm¿ voluma¿ with lidocaine, juvéderm® volbella® with lidocaine & juvéderm® volift¿ with lidocaine, and 2 ml of juvéderm® volite¿ on ck1, ck3, soof, tear trough, volite¿on cheeks.¿ the patient experienced ¿very mild swelling on the right side immediately post filler. Three days later, the patient was traveling and may or may not have noticed the swelling. Patient also complains of increased erythema and swelling on the right side of the treated area since. About 3 weeks post injections the patient was examined and hcp noticed ¿2 minor lumps felt which were moulded immediately. The next morning ¿patient noticed increased swelling and erythema over right periorbital area with mild blurring of vision on the same side. Blurring reduced now. Hcp has just prescribed the patient to take wysolone 20 mg bd, enzoflam bd and arnica cream. Symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4), abbvie complaint (B)(4), and abbvie complaint (B)(4). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine.